Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised that pump use could continue and to call back if issue returned, which customer acknowledged and understood.